Event description:
In a laparoscopic gastric bypass procedure, while attempting to close the jaws of the i60 stapler onto gastric tissue, the anvil of the device was broken. Another device was used to complete the procedure; there were no adverse effects to the health of the patient.

Manufacturer narrative:
Patient's age and weight are not known. (B) (4). The i60 anvil was found to be broken as had been reported. An anvil material change has been implemented in order to address this issue. (B) (4)